Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient developed an uti after using the catheter. The patient was treated at the hospital for his infection and bacteria was allegedly found in his urine.